Event description:
It was reported that a spectrum pump displayed the downstream occlusion message when no downstream occlusion is present. It was also reported these was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while attempting to run a loaded set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to correct this condition.